Manufacturer narrative:
Block b5 (describe event or problem) has been updated with additional information received, type of procedure. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was intended to be implanted in the esophagus to treat an obstruction associated with inability to eat during an esophageal stent implantation procedure performed on (B)(6) 2025. During the procedure, the stent did not expand fully during deployment. The device was retrieved, and another ultraflex esophageal stent was used to complete the procedure. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was intended to be implanted in the esophagus to treat an obstruction associated with inability to eat during a procedure performed on (B)(6) 2025. During the procedure, the stent did not expand fully during deployment. The device was retrieved, and another ultraflex esophageal stent was used to complete the procedure. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.